Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield were returned with the catheter. The thermistor read 34.0 c when submerged into a 37.0 c water bath. The thermistor and thermal filament circuit were continuous with no open or intermittent conditions. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. Continuity testing to the thermistor resistor revealed that the resistance value was not within the allowable specification. Continuity testing of the thermistor circuit was found within the allowable specification. No visible inconsistencies were observed on eeprom data. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of abnormal measurement was confirmed during the evaluation. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Event description:
It was reported that the blood temperature reading was indicated at 35 degrees c but the rectal temperature at the time was 38 degrees c, during use. The customer commented that 3 degrees c temperature difference is too big. No error messages were observed and it was able to measure continuous cardiac output (cco). No problem on the catheter body were noted. There were no patient complications reported.